Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic radical resection for colon cancer procedure. The stapling device was being applied to the broken intestinal tissue. The stapler was able to fire but there was poor staple formation. The part is not nailed. The central part of the staple line was incomplete. The staple line was fixed by hand sewing. In order to resolve the issue and complete the case, used a new device. There was no patient harm. The patient outcome is alive, no injury. The patient's medical history is ten years of hypertension, high blood lipids, and allergic to paracetamol.